Manufacturer narrative:
Updated fields: b3, h3, h4, h6 and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented, by following the instructions for use which state: labeling, subject event 1: the subject event can be detected and prevented, by implementing in accordance with the below IFU. Instructions for cf-xz1200l/I, operation manual chapter 3:, ¿preparation and inspection¿, describes how to detect the event. Instructions for cf-xz1200l/I, reprocessing manual chapter 5:, ¿reprocessing of the endoscope (and related reprocessing accessories)¿, describes how to prevent the event. Subject event 2: the subject event can be detected and prevented, by implementing in accordance with the below IFU. Instructions for cf-xz1200l/I, operation manual chapter 3:, ¿preparation and inspection¿, section 3.3: ¿inspection of the endoscope¿, ¿inspection of the endoscope¿. Instructions for cf-xz1200l/I, operation manual chapter 4:, ¿operation¿ section 4.3: ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited a foreign body in the nozzle and the distal end cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.